Event description:
It was reported that the variety of issues with stool management system but all of them are to do with the part that customer instill water in to hold it in place. One they could not inflate or instill into at all. One the water came right back out of the instillation port. One the inflation water flowed out of the reservoir into the collection bag. Two others did not specify the actual issue. Customer was unable to utilize fecal management system. Customer via email on 02jan2025, it was reported that no patient harm was reported. Staff only reported one instance of not being able to instill the water, all of the other instances the flow was unrestricted. One they could not inflate or instill into at all, one the water came right back out of the instillation port, one the inflation water flowed out of the reservoir into the collection bag. Customer was not able to identify exactly what two other issues took place. The staff just reported that the system would not stay in place and upon inspection, noted that the water was not in the system and so they replaced with a new system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: along the drainage tube are three lumens, each with a separate access port. The green inflation port (inf(45ml)/inflate to 45ml) is used to inflate/deflate the cuff. The clear irrigation port (irrig) is used to infuse water at the end of the retention cuff and to provide access for the administration of medication. The purple flush port (flush) is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip-tip syringe. Contraindications: do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Warnings: do not use if package is opened or damaged. Do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. Do not over inflate retention cuff. 4. Insertion of device a. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 50 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. D. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and re-inflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. Remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the variety of issues with stool management system but all of them are to do with the part that customer instill water in to hold it in place. One they could not inflate or instill into at all. One the water came right back out of the instillation port. One the inflation water flowed out of the reservoir into the collection bag. Two others did not specify the actual issue. Customer was unable to utilize fecal management system. Customer via email on 02jan2025, it was reported that no patient harm was reported. Staff only reported one instance of not being able to instill the water, all of the other instances the flow was unrestricted. One they could not inflate or instill into at all, one the water came right back out of the instillation port, one the inflation water flowed out of the reservoir into the collection bag. Customer was not able to identify exactly what two other issues took place. The staff just reported that the system would not stay in place and upon inspection, noted that the water was not in the system and so they replaced with a new system.